Manufacturer narrative:
The field service engineer (fse) found that the diluent input line to mf4 (manifold 4) was off at the check valve. He replaced the tubing that connects to the check valve that fixed the leak. Fse ran start up and qc with all parameters within range. (B)(4).

Event description:
The customer stated that the coulter lh 780 hematology analyzer was leaking from the left side. The volume of leak was about 100 mls and was not contained within the unit. Instrument gave vent line sensor (vls) error. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.